Event description:
After several years trying to narrow down why my health was pretty much going down hill it was essure coils. I had migraines that landed me in the emergency room, joint pain, tooth decay, unexplained injury to my ankles and knees back; shoulder pain. Insomnia, dizzy spells, stomach pains pelvic pains, pain through my left side, bloating, very heavy bleeding with large size clots, brain fog, depression, anxiety, trouble functioning on a daily basis and was unable to help a sick child. Ganglion cyst, arthritis, ra symptoms, autoimmune issues, low vitamin d and blood cell count irregular.